Event description:
Event description guidant received information that, approximately 43.5 months post-implant, this cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) and was thus explanted. It was reported that, at explant, the battery monitoring voltage was 2.56 v and the charge time was 19.5 seconds.,